Event description:
During an implant attempt of the subject device, connection problems were incurred by the physician in the ventricular channel, since the lead was easily removed by pulling after apparent connection. Reportedly, the lead was then re-inserted and the set-screw was tightened, and the lead was removed again by pulling. The ventricular lead was re-inserted into the port without unscrewing the set-screw, and the set-screw was tightened. Pacing spikes were observed, and the lead was not removed with a pull test. The atrial lead was connected and the device was implanted. Under fluoroscopic observation, appropriate connection of the ventricular lead could not be confirmed, so the device and leads were extracted from the pocket and the ventricular lead could be removed by a pull test without loosening the set-screw. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(6) 2012: this event concerns a device that was manufactured and used outside the united sates. Analysis is pending.